Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field h6: device codes h6: patient codes.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. High out of range shock impedance measurements were observed. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported. Additional information was received detailing that the impedance measurements have risen gradually, calcification is being suspected as the root cause of the issue. Additionally, concerns regarding the longevity of the device were raised. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. A potential commanded shock was discussed. No changes have been performed.